Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a false positive architect troponin-I result on three patients. Results provided: pt#1: initial = >0.4 ng/ml / repeat = <0.4 ng/ml; pt#2: initial = >0.4 ng/ml / repeat = <0.4 ng/ml; pt#3 (B)(6) 2019 = 0.44 / 0.01 ng/ml (diagnostic cutoff = 0.30 ng/ml). No impact to patient management was reported.

Manufacturer narrative:
A review of complaints determined that there are no trends for the product list 2k41 for the complaint issue. Return testing was not completed as returns were not available. Historical performance in the field of reagent lots using world wide data through abbottlink was evaluated. The patient median result for lot 69444un19 was analyzed and found to be within established baselines and confirms no systemic issues for this lot. However, the cal f rlu for lot 69444un19 is not within the established limits. Therefore, accuracy testing was performed to evaluate the performance of reagent lot 69444un19. An internal troponin-I panel was tested with retained kits of the likely cause reagent lot. Acceptance criteria were met, which indicates acceptable product performance.a device history record review was performed on lot 69444un19, which did not show any potential non-conformances, deviations, or non-conformances. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect stat troponin-I, lot 69444un19.